Event description:
It was reported that the 9800 would intermittently not fully boot and would stop at 5 arrows. No pt. Injury.

Manufacturer narrative:
The image processor and display adapter pcb along with the sbc. The system operates as intended.